Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm when he went to give a bolus. Customer stated that this has been an issue for about a week. Customer stated that his blood glucose was 184 mg/dl at the time of the incident. Customer stated that in the middle of troubleshooting, his blood glucose was rising from lack of insulin. Customer mentioned that when the pump rewinds or primes, he hears a sound coming from the pump as if the motor were stuck or struggling to push the piston forward. Customer was advised that the pump will be replaced.